Event description:
Customers contacted haemonetics on (B)(6) 2009 reporting that the suction key on their orthopat machine is not working and they are missing bag pins. No injury or reaction was reported.

Manufacturer narrative:
Customers contacted haemonetics on (B)(6) 2009 reporting that the suction key on their orthopat machine is not working and they are missing bag pins. No injury or reaction was reported. Evaluation of the machine confirmed the reported issue and also encountered an internal saline spill. The issue caused damage to the controls and power supply. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).